Manufacturer narrative:
The device history record (DHR) was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting the lead implant, the lead was damaged. The lead was not used, and a new lead was implanted. Patient was in stable condition.